Event description:
Blood was observed in the system during operation of the iab catheter. The pump alarmed "blood detected." The iab was removed and thorax of the patient closed. It was reported that the patient expired, however, it was not due to iab therapy.

Manufacturer narrative:
The device was returned to the manufacturer on (B)(4) 2014 and sent to a third party for decontamination. When the device is returned, an evaluation will be performed. A follow-up report will be submitted when the investigation is completed. (B)(4).